Event description:
No new information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One stone extractor was returned for investigation. Lot number 7437824 was confirmed with the returned packaging. The device was returned with the handle between the open and closed positions. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.8 cm in length. Functional testing determined the handle does not actuate the basket formation fully. Visual examination noted the support sheath is bowed in appearance starting 2 cm from the distal tip of the support sheath. No kinks nor damage were noted on the basket sheath. The support sheath and basket sheath were found to be detached; however, adhesive was noted on the basket sheath. The basket formation can be manually actuated fully to the open and closed positions. The device history record review showed there were no non-conformances associated with the reported failure. A search of complaint records revealed this is the only complaint for complaint device lot number 7437824. The instructions for use (IFU) provides the following: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of the current versions of manufacturing instructions and quality inspection documents for this device was done. The complaint device was inspected by quality control per current specification. There is no evidence that suggests that this complaint device was manufactured out of specification. The complaint device was found to have a basket that would not fully open. When the handle was functioned to open and close the basket, it was found that the basket sheath moved freely within the support sheath. The movement of the basket sheath prevented the basket from functioning normally. Glue residue was observed on the basket sheath, indicating the sheath was glued to the support sheath during manufacturing. It was also noted that the support sheath was bowed in appearance. Devices are inspected for damage and functionality prior to packaging. The IFU contains cautions about manipulating the device to prevent damage. The conclusion is caused traced to user. Unintended use error caused or contributed to the event. A quality engineer risk assessment concluded that no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a left ureteroscopy/stenting procedure the ngage nitinol stone extractor can¿t be opened. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.